Event description:
The bulldog clamp end of a vascular tunneler broke off in the bullet tip of the tunneler sheath during a procedure. X-ray was called in and fluroscopy performed to locate and retrieve the broken piece. Anesthesia was prolonged. Results of manufacturer's evaluation: the distal tip of the tunneler and he bulldog clip were reviewed both with the unaided eye and also under 10x magnification. Visual evidence is present indicating the tip was bent from side to side (indicated by the stretching and ultimately) causing the shaft to become fractured and ultimately breaking off completely. The dark color seen in the fracture area indicates that the fracture happened some time ago. The fracture face (shear) was exposed to the elements causing a dark color change where the fracture began. The area that is a lighter color is the part of the shaft that broke last as this area was not exposed to environmental elements as long.